Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose result of 10.8 mmol/l on her freestyle flash blood glucose monitor. Customer then reported feeling incoherent and cold. The customer then reported experiencing a seizure. She was transported by the paramedics to a local hosp, where she was diagnosed with diabetic ketoacidosis. An unspecified intravenous treatment was administered in order to stabilize her glucose levels. Please note: the customer also reported receiving a glucose result of 8.9 mmol/l on an unknown brand of meter provided by her health care provider within ten minutes of the initial result obtained on her freestyle flash.